Manufacturer narrative:
Section a2, a4, a5: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1 telephone: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was possibly scratched prior the insertion. This was not due to a loading issue. There was no patient contact. Through follow up it was learned that lens was discarded. No further information was provided.